Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that after the implant of his device he was getting the hiccups. The device was adjusted by the company representative and he was better. Now after the implant and returning home, he feels the hiccups again. The device is still in use. No patient complications have been reported as a result of this event.